Event description:
It was reported that this pacemaker was found to be in safety mode. No adverse patient effects were reported. At this time, this device remains in service.

Event description:
It was reported that this pacemaker was found to be in safety mode. Further information was received that the patient refused a device changeout procedure. No adverse patient effects were reported. At this time, this device remains in service.

Event description:
It was reported that this pacemaker was found to be in safety mode. Further information was received that the patient refused a device changeout procedure. No adverse patient effects were reported. At this time, this device remains in service. Further information was received that this device was explanted and replaced. No additional adverse patient effects were reported. This device has been received for analysis.

Manufacturer narrative:
This cardiac resynchronization therapy pacemaker (crt-p) was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. The device could not be interrogated and was exhibiting no pacing pulses. The device case was removed to facilitate inspection and testing of the internal components. The battery was removed and replaced with an external power source to test the performance of the hybrid circuit. Testing of the hybrid circuit confirmed a normal current drain. The battery was forwarded for detailed analysis and while the battery was confirmed to be depleted, the root cause could not be conclusively determined.

Event description:
It was reported that this pacemaker was found to be in safety mode. Further information was received that the patient refused a device changeout procedure. No adverse patient effects were reported. At this time, this device remains in service. Further information was received that this device was explanted and replaced. No additional adverse patient effects were reported. This device has been received for analysis.